Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Event description:
The customer reports falsely elevated architect ipth assay results generated on an architect (B)(4) analyzer: patient 1: architect result = 62 pg/ml, non-abbott method = 39 pg/ml; patient 2: architect = 66 pg/ml, non-abbott method = 38 pg/ml. Abbott architect ipth normal reference range used by the customer is 15 - 68 pg/ml. Non-abbott pth normal reference range used by the customer is 12 - 72 pg/ml. Controls have remained within specifications for all runs on the architect isystem. There is no impact to patient management reported.

Manufacturer narrative:
There were no returns from the customer site available for this evaluation. A review of complaint tracking and trending metrics was performed for reagent lot 01913i000 and identified atypical activity in conjunction with the complaint issue currently under evaluation. Therefore, accuracy testing was undertaken to evaluate assay lot performance. A retained reagent kit of lot 01913i000 was calibrated across three separate isystems analyzers. Three different levels of a non-abbott control were tested in replicates of six across the three analyzers. All results met specifications, demonstrating acceptable performance of this reagent lot. A study was reviewed entitled, "performance characteristics of six intact parathyroid hormone assays ." (Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010). This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect assay, which was the comparison method. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. Also, the architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address calibrator instability. A study performed in (B)(6) 2014 using abbott intact pth calibrators with reduced dating supports the return of product performance to product claims. The abbott architect intact pth package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. Limited troubleshooting was performed. Additionally, the product claim indicates a positive bias to the comparison assay and the results in the text were not discrepant. No further issues were identified.